Event description:
After using yeamon portable cordless heating pad, I got a third degree burn and had to go to emergency room. After two months of treatment, the site is scarred for the same size of device. The device temperature exceeded 135 degree fahrenheit. Sold on amazon.